Event description:
It was reported the pacemaker sensing function is not working. It was also reported the pacemaker sensing is erratic and not reliably detecting heartrate or pacing correctly. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery flex, battery drawer o-ring, battery release, and lead flex cover are contaminated. Encoder flex is out of specification ( crimped flex). Lcd (liquid crystal display) is out of specification (seeping gasket). Upper and lower cases and battery drawer are broken. Battery contacts are compressed. Ring cover is contaminated and two side bail covers are broken/contaminated. The ring is bent. Keyboard pad and serial number label are scratched and/or torn.